Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone, she had spoken to her doctor in regards to the constant no delivery alarms. Her doctor recommended that she received a replacement device as her doctor had ruled out all issues. Customer stated she was hospitalized last november but it was not diabetes related. Customer's blood glucose was unknown but it was ranging between 400 to 500 mg/dl. Declined troubleshooting and stated her blood glucose lowered. Customer is returning the insulin pump for further analysis.